Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 10 degree liner. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that there was a left hip revised due to poly wear. The cup and stem stayed implanted.

Manufacturer narrative:
The event could was confirmed by the provided operative report, however the root cause of the reported could not be determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that there was a left hip revised due to poly wear. The cup and stem stayed implanted.